Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic feeling dizzy. The right ventricular lead exhibited noise reversion episodes. The noise could be replicated with pocket manipulation. The physician noted a insulation anomaly. The lead was capped and replaced on (B)(6) 2013. No patient complications associated with lead revision.